Event description:
Stent deployment device, sds, (undeployed stent) when removed from patient no stent on sds system. Patient remained stable - procedure continued - another stent was put in. The first stent did not deploy and was left in the patient.====================== health professional's impression======================see above.